Event description:
It was reported, following an MRI, the device was in back up mode. It is unknown if the device was correctly programming into MRI or not. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.